Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged load step malfunction issue was not verified in the black box or duplicated in the evaluation. Review of black box data did not find any evidence of load step malfunction. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidences. The pump delivery accuracy and the force sensor calibration reading were within specifications. Audio and normal bolus exercises were delivered and recorded correctly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was as low as 35 mg/dl and as high as 500 mg/dl was generally not feeling well with no specific symptom reported. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. The reporter alleged that pump was priming the tubing during the load step and the pump did not alarm for ¿no cartridge detected¿. The patient allegedly was disconnected when this happened. Troubleshooting was unable to resolve the reported load step malfunction issue. This complaint is being reported because the patient experienced bg excursions with serious injury related to an alleged load step malfunction of unknown causes.